Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that signal loss with unknown duration occurred. Approximately on (B)(6) 2023, the patient reported via qualtrics survey that the patient experienced signal loss. According to the report, the dexcom receiver was not receiving the bluetooth signal from the transmitter. There was no documentation of cgm reading or bg for the event. The patient received a no signal alert, experienced blurry vision and passed out. There was no information about medical intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.